Manufacturer narrative:
Other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for dystonia and movement disorders. The patient reported that they would be charging the ins for hours and the recharger would not show the "charge complete" screen. The patient reported that they thought something was wrong with the recharger. The patient reported that the charge complete screen only shows when the recharger is turned off and then back on. The patient reported that the issue with the recharger began about a week ago. The patient also reported that their ins battery was dying really fast. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the insr issues were because of a malfunctioning left infraclavicular pulse generator. There were no further complications reported.